Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not working properly and their blood glucose readings have been really high in the 300 mg/dl and 500 mg/dl range. Customer stated that when she goes in to correct her blood glucose readings it seems that the insulin pump is not giving her the right correction. Customer's blood glucose reading at the time of the call was 190 mg/dl. Troubleshooting was performed and the drive support cap appeared to be normal. It was noted that the customer may have the wrong settings in the insulin pump. Customer declined any further troubleshooting as she believes the issue has been resolved with the update in settings. No product is being returned for analysis.